Event description:
Related manufacturer report number: 2017865-2023-94535, related manufacturer report number: 2017865-2023-94536. It was reported that the patient had pocket infection. The entire pacemaker system was explanted. The patient was in stable condition .

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.